Event description:
It was reported that after releasing the compression forceps for a foot arthrodesis case, the screw in the middle that holds the device together broke into two pieces. Screw is not available for return. No pieces left in patient. The surgeon was able to complete procedure by adding a few more screws to the already existing screws.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the action of the compression forceps was designed similar to existing synthes instruments, such as the small bone spreader (398.93), that perform a similar function. The design was reviewed and deemed adequate for the intended clinical application. Noticeable wear to the bodies of the compression forceps is evident at the hinge point but without having the actual hinge pin and screw, the ultimate mode of failure cannot be determined. The manufacturing evaluation showed that the screw was missing from the hinge of the forceps. The screw was secured with a laser weld but still fell out. The screw was not returned to complete the evaluation and therefore we conclude the complaint to be determinate.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this (B)(4).